Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by correction bolus. System check was being performed by tandem technical support (tts), however customer declined to complete the check.